Event description:
Nurse reported the luer lok adapter and the cannula came off during use. It was reported that the facility was not using the cannula that is packaged with this product. There was no patient impact associated with this event.